Event description:
In 2001 the end-user called minimed, USA and stated that the cannula hub is completely detaching from the adhesive on enduser's skin. Adhesive is staying on skin and is not coming off. This has happened at least 2 times. On september 17, 2001 maersk medical received the complaint and 2 used base pieces.